Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. Blood was identified within the balloon material this is evidence of a device leak. A visual examination of the returned balloon identified a longitudinal with small circumferential tear in the balloon material. The longitudinal tear began 8mm proximal to the proximal edge of the proximal markerband and extended approximately 56mm distally across the balloon material. In addition at the distal end of the longitudinal tear it was noted that the balloon material was torn circumferentially measuring approximately 2mm in length. None of the balloon material had detached. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the markerbands of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. An e-DHR (electronic device history record) was performed and no issues were noted with the batch that may have led to the complaint. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified subclavian vein. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the fourth inflation at 6 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 12x20 mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified subclavian vein. A 10.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilation. However, during the fourth inflation at 6 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 12x20 mustang balloon catheter. No patient complications were reported and the patient's status was stable.